Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a total laparoscopic hysterectomy (tlh) with bilateral salpingo-oophorectomy procedure. During the placement of the last stitch with the suturing device on the right side, the needle was noted to have broken while being placed into the vaginal mucosa. The one half of the needle was retrieved and removed, and the other 2mm to 3mm portion was searched for and could not be found at that time. The remainder of the vaginal mucosa was then closed with an additional needle / suture reloaded into the suturing device. Lavage with over 1000ml of normal saline was then performed and no evidence of the needle to be found, and the bowel was closely inspected and also the vaginal cuff, and there were several small portions of the needle which were grasped and removed, but a larger portion cannot be found. A plain film was then obtained and this revealed that the 2mm to 3mm portion of the needle was in the location of the pelvis towards where the vaginal cuff would approximately be. Post-operatively, the patient presented with complaints of a foreign body left in the abdomen. Patient has left lower back pain radiating into left lower extremity down to left toe which seems numb.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, an inducer needle broke and became lodged in the patient's pelvis.